Event description:
This lead was implanted on (B)(6) 2011. It was noted that the pace/sense had a threshold of 1.8 and the patient is pacer dependent so they opted to use the pace/sense portion of the old lead and cap the pace/sense portion of this lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).